Event description:
This device was returned for preventative maintenance. During initial inspection baxter technician found a broken power cord. Customer did not allege product malfunction or defect. The process step is unknown. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.